Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous unspecified vein. The physician advanced a 7.0 x 40, 75cm mustang balloon catheter. However, when the balloon was inflated at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous unspecified vein. The physician advanced a 7.0 x 40, 75cm mustang¿ balloon catheter. However, when the balloon was inflated at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. An examination of the balloon material identified a longitudinal tear in the balloon. The tear was located at 1mm proximal to the proximal edge of the proximal markerband and it extended distally along the balloon for a total length of 16mm. A microscopic examination of the balloon material and proximal markerband identified no issues which could potentially have contribute to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous unspecified vein. The physician advanced a 7.0 x 40, 75cm mustang¿ balloon catheter. However, when the balloon was inflated at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.